Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample initially generated influenza a positive, influenza b negative, and sars-cov-2 positive results. The same sample was repeated on the same cobas liat analyzer and generated negative results for all three targets. The positive results were not reported. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
No systemic product problem with the reagent or hardware was identified. The observed discrepancy is most likely due to the sample being a weak positive for the flu a target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Although a root cause cannot be identified for the sars-cov-2 target discrepancy, the data showed true amplification for the positive results.